Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal unspecified drugs (doses, duration and frequencies not reported) for the event. At the time of this report, the patient was not recovered. The action taken with dianeal therapy was not reported. No additional information is available as the reporter declined to provide further information.